Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 36 mg/dl. She did not eat, and does not believe that her low blood glucose was a pump related issue. The customer ate graham crackers with honey and her blood glucose increased to 167 mg/dl. The insulin pump was not replaced or returned.